Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that around (B)(6) 2019, the patient started noticing their ins getting hot after just 10-15 minutes of recharging the ins. It was confirmed that the patient didn't experience any falls or trauma nor were they exposed to any sources of electromagnetic interference (emi). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is experiencing a burning sensation when recharging five minutes in. The manufacturing representative (rep) is with the patient and indicated that patient gets a hot/burning sensation after recharging for about 5 min. The patient does not have their recharger therapy monitor (rtm) to adjust the charge speed due. It was discussed to reduce the charge level. The caller also indicated there were no issues externally, like redness or swelling. This issue has been present since the implant. No further information was reported.

Event description:
Additional information was reported that the cause of the burning sensation was not determined. The patient was instructed to go to the recharge screen and once they were home with the recharge antenna to decrease the speed to 3 and see if that would help. It is unknown if that issue was resolved. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.